Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 60 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient¿s ipg became inoperable due to the patient not following the recharge protocol. As a result, surgical intervention took place on (B)(6) 2020 wherein the patient¿s ipg was explanted and replaced. Therapy has been restored post-op.